Event description:
It was reported by the customer in china that during an acl (ant.cruciate ligament) reconstruction procedure on (B)(6) 2022, it was observed that the bio-intrafix tapered screw, 8-10 mm x 30 mm anchor device had a crack on it. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available fo the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, the photo shows the bio-intrafix cracked at the middle of the tapered screw. Also, it could be observed biological residues on the anchor. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device lot number: 8l45054, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. The broken tapered screw can be attributed to procedural variables, such handling of the device or product interaction during procedure. The possible root cause could be related to a failure to engage until fully seated position of the tapered screw during implantation. However, it cannot be conclusively affirmed. As per IFU, should insert hex driver into tapered screw to a fully seated position. Failure to engage screw completely may result in damage to tapered screw during implantation. Do not insert a 6¿8 mm screw into a tunnel less than 8 mm in diameter. Use the hard bone sizing with tibialis allografts. Failure to insert the screw along the tunnel axis may result in device damage. Guidewire use is recommended. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual inspections revealed marks of use on the device. It could be observed the bio-intrafix was broken into two pieces at the middle of the tapered screw. Also, it could be observed biological residues on the anchor. A manufacturing record evaluation was performed for the finished device lot number: 8l45054, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The broken tapered screw can be attributed to procedural variables, such handling of the device or product interaction during procedure. The possible root cause could be related to a failure to engage until fully seated position of the tapered screw during implantation. However, it cannot be conclusively affirmed. As per IFU, should insert hex driver into tapered screw to a fully seated position. Failure to engage screw completely may result in damage to tapered screw during implantation. Do not insert a 6¿8 mm screw into a tunnel less than 8 mm in diameter. Use the hard bone sizing with tibialis allografts. Failure to insert the screw along the tunnel axis may result in device damage. Guidewire use is recommended. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.